Manufacturer narrative:
The device was not returned. However, on contacting the customer, troubleshooting was performed, and they were instructed to reseat the communication cables between the devices involved. This action resolved the issue, as one of the cables was loose. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center was getting scope communication error (b30). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.